Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to establish telemetry were unsuccessful, and a memory download could not be performed. The device case was then opened to facilitate analysis of the internal components, and visual inspection revealed no irregularities. The battery was separated from the other device electronics, and external power was applied to the hybrid. Hybrid current drain was measured as normal. Analysis determined that the device was unable to perform a memory download due to a performance issue with the battery component.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful and there was no magnet response. The pacemaker was nearly 11 years old and it was suspected that this pacemaker had reached end of life (eol). Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. Additional information received reported that this pacemaker was returned and analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to establish telemetry were unsuccessful, and a memory download could not be performed. The device case was then opened to facilitate analysis of the internal components, and visual inspection revealed no irregularities. The battery was separated from the other device electronics, and external power was applied to the hybrid. Hybrid current drain was measured as normal. Analysis determined that the device was unable to perform a memory download due to a performance issue with the battery component. Correction to d4: updated to (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful and there was no magnet response. The pacemaker was nearly 11 years old and it was suspected that this pacemaker had reached end of life (eol). Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. Additional information received reported that this pacemaker was returned and analysis completed in our post market quality assurance laboratory identified a product performance issue.